Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device fired misformed staples. The case was completed with another device. There were no adverse consequences to the patient.